Manufacturer narrative:
(B)(4) follow up . A device history record review was completed by our quality engineer team for provided material number 305197 and lot number 3271861. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
Additional information received: how was treatment completed for customer? Unknown. Previously provided this lot #327186p not matched. Please provide correct lot number. Lot 3271861 when did the incident occur? (B)(6) 2024. Account name. Date of event: feb 1, 2024. 3 lot number effected same date of event or different. If different please provide dates. All identified on the same day. Did the event directly, or indirectly involve a patient or user? Needles are used to make IV medications - discarded and sequestered all impacted needle lot numbers and switched to a different manufacturers product. Please confirm whether there was any patient impact. Unknown. Any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? (B)(6). Material #: 305197, batch#: 3236032 ,2244959, 3271861. It was reported by customer that 16g bd needle containing small black specs in the hub of the needle. Verbatim: complaint received via email(s) attached. 16g bd needle containing small black specs in the hub of the needle.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material #: 305197 batch#: 3236032 ,2244959, unknown. It was reported by customer that 16g bd needle containing small black specs in the hub of the needle. Verbatim: complaint received via email(s) attached. 16g bd needle containing small black specs in the hub of the needle.